Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735585, serial/lot #: (B)(4). A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 salesforce (B)(4) (rep): medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when in the patient selection task, the mouse would move, but it was unable to select/click on anything. The system was rebooted to resolve the issue. There was no patient involvement. Additional information was provided stating that the cause of the issue was likely a software problem.